Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was capped and replaced.

Manufacturer narrative:
Concomitant medical product: 4196 lead implanted unk, 5076 lead implanted unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high pacing impedance and non-physiologic non-sustained ventricular tachycardia (vt) episodes were noted. The physician is determining the next step and the lead remains in use. No patient complications have been reported as a result of this event.